Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error due to misaligned insertion and/or prying/leveraging the device during use.

Event description:
On 10/24/2024, a sales representative reported via (B)(6) that an ar-8990ds disposables kit for fibertak had dull drill bits. Another disposable kit was opened to complete the case, with no adverse effects on the patient. This was discovered during an ankle deltoid repair procedure on (B)(6) 2024, with no reported patient harm.